Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 740652, s07046- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Concurrent conditions included parity 4 and abdominal cramps. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: coils: right: 2, left: 3 s07046 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device dislocation ('possible right side essure out of tube') in an adult female patient who had essure (batch no. 740652, s07046- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Concurrent conditions included parity 4 and abdominal cramps. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ unintended pregnancy"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: coils: right: 2, left: 3. Discrepancy noted for essure insertion date - (B)(6) 2010 (as per pif). (B)(4) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received : reporter added, pregnancy outcome updated. New event added: device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in an adult female patient who had essure (batch no. 740652, s07046- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Concurrent conditions included parity 4 and abdominal cramps. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ unintended pregnancy"). Essure treatment was not changed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: coils: right: 2, left: 3 discrepancy noted for essure insertion date - (B)(6) 2010 (as per pif). S07046 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: ppf received: newly added events- lower abdominal pain, menstrual disorder. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 740652, s07046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Concurrent conditions included parity 4 and abdominal cramps. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: coils: right: 2, left: 3. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and device dislocation ('possible right side essure out of tube') in an adult female patient who had essure (batch no. S07046- not valid, 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida. Concurrent conditions included parity 4 and abdominal cramps. Concomitant products included ibuprofen (motrin), medroxyprogesterone acetate (depo-provera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy/ unintended pregnancy"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). Essure treatment was not changed. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: coils: right: 2, left: 3 discrepancy noted for essure insertion date - (B)(6) 2010 (as per pif). Lot numbers reported: s07046 is not valid. Lot number: 740652 manufacturing date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.